Event description:
The customer received an alarm and the pump settings were cleared. Assisted the customer to reprogram the pump. The alarm history was reviewed and showed two different alarms. Advised the customer to revert to a back up plan and rest the pump. It was stated that the customer does not have long acting insulin and would not until noon. Later, the customer called back with an error alarm after inserting the batteries. Assisted the customer in reprogramming the pump. The device passed the self-test. The customer mentioned that the pump did not have an audible tone during the self-test.